Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as open burn like sore due to possible radiation therapy. The patient reported the skin was broken and oozing. It was reported the burn was preexisting prior to receiving the lifevest and the patient has a history of skin sensitivity and reactions to many things. There was no alleged device malfunction contributing to the irritation. The doctor prescribed a water-based cream to apply to the area. The patient was sent extra garments to help with frequent garment change. Follow up indicated the irritation improved. Supplemental report 9/20/2021: submitting report to correct section g4.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as open burn like sore due to possible radiation therapy. The patient reported the skin was broken and oozing. It was reported the burn was preexisting prior to receiving the lifevest and the patient has a history of skin sensitivity and reactions to many things. There was no alleged device malfunction contributing to the irritation. The doctor prescribed a water-based cream to apply to the area. The patient was sent extra garments to help with frequent garment change. Follow up indicated the irritation improved.